Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer went emergency medical service due to low blood glucose on (B)(6) 2019 with blood glucose of 49 mg/dl. Customer's mother stated that the customer was not hospitalized. Customer was treated by emergency medical service. Customer's parents stated that treated with intravenous with something but not sure what it was. The insulin pump will not be returned for analysis.